Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The patient is using a g7 and receiver. According to the reporter (the patient's son), the patient was hospitalized. She experienced confusion, fatigue, and low blood glucose symptoms. For at least the last 2 months, they have experienced issues with dexcom, with readings being 150 points off. They have tried everything, including calibrating. The reporter noted that the patient was ready for discharge and that they cannot rely on the device anymore like they used to. It was reported that ¿most recently¿, the cgm reading was urgent low and the bg reading was 160 mg/dl. The patient tried for 2 months, and something was not right with the device and suspected it could have been the receiver. The patient was hospitalized for a week and a half. Ts asked if the hospitalization was because of dexcom, and it was reported that, "patient was hospitalized because of unreliable blood sugar that we are not able to track properly because of dexcom, yes." The reporter confirmed that during the event they performed bg readings, noting there was a 140-150 point difference. 1st sensor: issue on december 2nd - cgm 210 mg/dl; bg: 47 mg/dl 2nd sensor: issue on (B)(6) 2024 (documented in this complaint). For this event treatment was provided with glucose and orange juice. At the time of the report the patient was still hospitalized and a bg around 400 mg/dl, and relying on bg readings for diabetes management. The patient was at the hospital since (B)(6). 3rd sensor, was inserted on (B)(6) 2024. The patient experienced low blood sugar symptoms, fatigue, and confusion, according to the reporter. Fs was 41 mg/dl while the cgm was 130 mg/dl. The patient was treated with orange juice. The patient was taken to the hospital by the reporter. It was reported that " they had been struggling with the blood glucose for a week now, up and down, high and low. During that time, we have been noticing that the cgm wasn't working properly." The patient was given insulin when the reading was high, with the dosage varying depending on the reading. In general, 5-units of insulin (diabetes management). At one point during the call, the reporter noted that they had experienced inaccuracy the day before the call) with the cgm showing an urgent low and the bg being 157 mg/dl. At the time of the report the patient was stable and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. It has been reported that there was a difference in readings of 140-160 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The patient is using a g7 and receiver. According to the reporter (the patient's son), the patient was hospitalized. She experienced confusion, fatigue, and low blood glucose symptoms. For at least the last 2 months, they have experienced issues with dexcom, with readings being 150 points off. They have tried everything, including calibrating. The reporter noted that the patient was ready for discharge and that they cannot rely on the device anymore like they used to. It was reported that ¿most recently¿, the cgm reading was urgent low and the bg reading was 160 mg/dl. The patient tried for 2 months, and something was not right with the device and suspected it could have been the receiver. The patient was hospitalized for a week and a half. Ts asked if the hospitalization was because of dexcom, and it was reported that, "patient was hospitalized because of unreliable blood sugar that we are not able to track properly because of dexcom, yes." The reporter confirmed that during the event they performed bg readings, noting there was a 140-150 point difference. 1st sensor: issue on (B)(6) - cgm 210 mg/dl; bg: 47 mg/dl 2nd sensor: issue on (B)(6) 2024 (documented in this complaint). For this event treatment was provided with glucose and orange juice. At the time of the report the patient was still hospitalized and a bg around 400 mg/dl, and relying on bg readings for diabetes management. The patient was at the hospital since (B)(6) 2024. 3rd sensor, was inserted on (B)(6) 2024. The patient experienced low blood sugar symptoms, fatigue, and confusion, according to the reporter. Fs was 41 mg/dl while the cgm was 130 mg/dl. The patient was treated with orange juice. The patient was taken to the hospital by the reporter. It was reported that " they had been struggling with the blood glucose for a week now, up and down, high and low. During that time, we have been noticing that the cgm wasn't working properly." The patient was given insulin when the reading was high, with the dosage varying depending on the reading. In general, 5-units of insulin (diabetes management). At one point during the call, the reporter noted that they had experienced inaccuracy the day before the call ) with the cgm showing an urgent low and the bg being 157 mg/dl. At the time of the report the patient was stable and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The values "most recently" that have been reported fall within the c zone of the parkes error grid. It has been reported that there was a difference in readings of 140-160 points for the past 2 months. When the patient experienced symptoms of low blood sugar, fatigue, and confusion, the reported glucose values fall within the d zone of the parkes error grid. At one point during the call, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. B6 relevant tests/laboratory data,inclu- correction/additional.